Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the us with supplemental information from nurse of peritonitis coincident with dianeal for peritoneal dialysis (pd) therapy. The consumer reported stomach problems on an unknown date. On (B)(6) 2012, the patient was hospitalized. On an unknown date the patient was diagnosed with peritonitis. Treatment included ceftazidime daily with pd therapy for two weeks, ip (dosage not reported). The patient was recovering with a plan discharge date from the hospital of (B)(6) 2012. The nurse clarified that the stomach problems were specifically dehydration and vomiting. The patient is continuing to use dianeal. The events were related to a break in aseptic technique. The nurse reported the patient will be re-trained. The events were not related to dianeal, baxter device, or baxter disposable.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this peritonitis event involved use error and there was no allegation of a device malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique was confirmed because the nurse reported a breach in aseptic technique by the patient and peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.